Manufacturer narrative:
Additional information: manufacturer narrative root cause: the probable cause of the reported device pump allowed air to go through the pump and to the patient side without alarming was not identified during the customer call. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general compliant that the pump allowed air to go through the pump and to the patient side without alarming. There was no information on patient involvement. The customer indicated that clinical is running the bags dry and getting air passing through without alarming but when they tested them, the air in line works. So, they think it is a practice issue.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general compliant that the pump allowed air to go through the pump and to the patient side without alarming. There was patient involvement, but no harm was reported. The customer indicated that clinical is running the bags dry and getting air passing through without alarming but when they tested them, the air in line works. So, they think it is a practice issue.